Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition of "load set #2" was unable to be confirmed or verified as it was not observed during evaluation and the event history log (ehl) review showed no instances of the reported alarm. However, there were instances of "reload set!" And "set improperly loaded" identified in the ehl and evaluation reproduced this symptom by finding the device unable to recognize an open door. The device did not recognize an open door and therefore did not display the load set screen. The lower latch switch was determined to be the failing component and the lower auxiliary assembly was replaced to correct the condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a "load set #2" alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.